Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 02:09:43 on (B)(6) 2021. The patient was in sinus rhythm at 90 bpm with pvc's then transitions to nsvt from approximately 19:48:49 to 19:49:09. From 19:49:15 to 19:50:15, the patient rhythm was vt from 150-160 bpm with motion artifact. The rhythm then degrades to vf with varying amplitudes. Motion artifact and varying amplitudes prevented the lifevest from treating the patient. At 19:54:24, the patient rhythm was vf with varying amplitudes/idioventricular rhythm at 20 bpm degrading to asystole. Varying amplitudes and vf frequency less than the rate threshold prevented the lifevest from treating the patient. Vf was seen again from approximately 20:25:15 to 20:31:17. CPR/electrode lead fall off prevented the lifevest from treating the patient. Device was shutdown at 20:33:36 on (B)(6) 2021.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.